Manufacturer narrative:
Additional information: d4, d5, h4, h6, h11. Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished lot number 3157235 (product code 810081), and no non-conformances / manufacturing irregularities were identified. Expiration date: 30.apr.2009 manufacturing date : 13.may.2008" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Manufacture internal number is (B)(4).

Event description:
On (B)(6) 2008, the patient underwent a transobturator tape insertion and cystoscopy. Postoperatively, the patient experienced voiding difficulties accompanied by stinging in the right groin. Symptoms of urge urinary incontinence were managed with timed voids. The patient also reported pelvic pain and dysfunctional voiding, taking up to half an hour to urinate, often requiring the patient to push to help relax the pelvic floor and start the urine stream. Urodynamic testing revealed a high bladder capacity and detrusor overactivity, which exacerbated the pelvic pain and prolonged the urinary flow. The patient was started on solifenacin and pelvic floor physiotherapy, which resulted in increased urinary frequency. The patient continues to be reviewed by the general urogynaecology team. On (B)(6) 2024, the patient received a pudendal nerve block and a pelvic floor injection with local anesthetic, along with another cystoscopy. This treatment resulted in an improvement in chronic pain.

Manufacturer narrative:
The product was not returned (implanted). Based on the available information, it has been determined that no corrective or preventive action will be proposed at this time. This complaint will be documented and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as necessary. The manufacturing number is (B)(4).